Event description:
The manufacturer received information alleging a ventilator service required alarm intermittently. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Error log was checked and error code related to the pressure sensors was found. Evt_press_sensor_mismatch means the device software detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). After conducting an internal inspection, contamination was confirmed in the air supply pathway. The system board. Blower assembly and machine flow sensor were replaced to address the issue. Additional air pathway parts were replaced due to contamination.